Event description:
It was reported that a smiths medical pump failed accuracy -8.83% while testing. No patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given 3 separate delivery accuracy tests: the test results were within delivery specifications for the system (+/-6%). The reported issue was not confirmed during testing; the returned device performed as expected.